Event description:
It was reported that (1) device was used during a posterior low anterior resection (mason proc.). It was reported by the affiliate that it was impossible to attach the cdh33 head assembly. There was no consequence to the pt.